Manufacturer narrative:
There has been no product returned for evaluation. Therefore, no conclusion can be drawn.

Event description:
It was reported that the patient is experiencing pain. She has had an MRI and wants to know if we will cover cost of MRI.